Event description:
It was reported that the foley catheter scratched the patient urethra. No medical intervention was reported. Per follow-up via phone on 31may2022, the latex foley catheter caused bleeding in their urethra.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user hypersensitivity to latex/bacterial infection or operator¿s error / mechanical failure / user related (eg: incorrect catheter size used). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user hypersensitivity to latex/bacterial infection or operator¿s error / mechanical failure / user related (eg: incorrect catheter size used). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the foley catheter scratched the patient urethra. No medical intervention was reported. Per follow-up via phone on 31may2022, the latex foley catheter caused bleeding in their urethra. Per sample received on 29jun2022, it was noted that the intermittent catheter with material # 53816g and batch# jufx9013 was returned for evaluation.